Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had server issue. The customer reported that the user was unable to use global find to search for station medication. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to use global find to search for station medication. The technical support specialist confirmed that the issue was related to user error, that the customer searched the medication which was not listed on the specific pyxis. The system functioned as intended after the technical support specialist troubleshot the device.